Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump under infused during use could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Event description:
It was reported that the patient had a total reservoir volume of 101 ml to be infused at a rate of 0.6 ml per hour for 168 hours. The infusion started on (B)(6) and patient came back to clinic on (B)(6). Only 35 ml of drug had infused despite the reservoir volume shown as 0.7 ml remaining and no alarms going off and no stop in the pump was noted. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.